Manufacturer narrative:
The insulin pump was received with high sleep current due to corroded electronic assembly also; the battery tube connector was received with traces of corrosion. However, the insulin pump powered up properly after battery installation and was monitored for 48 hours and no blank display anomalies noted. The power connector was plugged in and locked into place properly. The insulin pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had minor scratched lcd window and case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was not known. The insulin pump will be replaced and returned for analysis.